Event description:
It was reported that the health care professional (hcp) wanted to review reports for this patient. Technical services (ts) reviewed the data and observed that this left ventricular (lv) lead exhibited loss of capture (loc) and left ventricular automatic threshold (lvat) test suspension. Ts discussed that is possible this lv lead is compromised and recommended further evaluation. No adverse patient effects were reported. This lv lead remains in service.